Event description:
It was reported that the lights on the power wheelchair will not turn off and the battery deletes quicker than usual. As a result of the depleting battery the user was stranded in her garage.